Event description:
The customer reported that the pod initiated an alarm while she was asleep. Her bg's at the time were high (greater than 250mg/dl). No additional information was provided about the device or the event. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.